Manufacturer narrative:
It was reported that a revision surgery was conducted due to dislocation. The complained device has not been returned for investigation. The device could therefore not be evaluated and the stated failure mode not independently be confirmed. No medical documents were received for investigation. Without supporting clinical/medical documents, a thorough investigation could not be performed. A review of the batch record revealed no deviations from the standard manufacturing process and a review of the complaint history revealed no similar complaints for the device in question. Based on available information, there is no indication that the devise did not meet specification at the time of manufacturing. However, the root cause cannot clearly be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, s+n will continue to monitor the device for similar issues. The complaint will be reopened should additional information become available.

Event description:
A revision surgery was reported as the thr presented a cement mantle and the femoral head was dislocating from the acetabular. Polarcup was not dislocating but the femoral head and polar insert was punching off the femoral stem.